Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for test strips. Precision xtra meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life as of date of event. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a precision reading issue with the adc meter. The customer reported the meter gave different glucose results, and as a result the customer became hypoglycemic and required treatment of sugar-water by relative. There was no report of death or permanent injury associated with this event.